Event description:
On 10/03/2025, a sales representative reported via phone that an ar-8991cp dx knotless fibertak implant kits inserter tip popped off. This occurred during a lateral ligament repair on (B)(6) 2025 when the tip of the inserter popped off, the anchor remained in the patient, and the inserter tip was able to be retrieved. There was a delay of about 30 seconds, which did not require additional anesthesia. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8991cp, fibertak®, batch 15371889a, was received for investigation. Visual inspection noted that the shaft was detached from the fibertak® head. Functional testing could not be performed due to the damage to the device. The most likely cause of the detached shaft is attributed to excessive user-applied mechanical forces. The complaint allegation is not confirmed, as the allegation stated that the tip of the inserter was fractured off; however, the returned device had the tip intact. Refer to the attached investigation photos.